Event description:
A cracked and shattered touchscreen was reported, and it was confirmed that the screen was damaged under the screen protector, rendering the touchscreen unresponsive. There was no adverse impact on the customer's blood glucose level. The damage occurred when the customer accidentally fell or rolled over onto the pump. Technical support took action to replace the pump. Customer reverted to an alternative method of insulin therapy.